Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the delivery system used in the procedure. Please reference related manufacturer report no: 2015691-2016-01089. In this case, the cause for the atrioventricular septal defect is related to the trans-septal approach. The edwards s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario.

Event description:
During a trans-septal valve in valve procedure, a 29mm s3 valve was successfully implanted within a pre-existing annuloplasty mitral ring. During the procedure, it was decided not to close the iatrogenic atrial septal defect (asd) at that time. Post procedure echo showed lvot obstruction and an increased gradient of 50mmhg. The anterior native leaflet of the mitral valve was obstructing the lvot. The patient was administered large boluses of intravenous fluids and decreased vasopressors which temporarily stabilized hemodynamics, resulting in a slight improvement in the lvot gradient. However, five days post procedure, the patient underwent open heart surgery, to excise the native anterior mitral leaflet and close the iatrogenic atrial septal defect.